Event description:
The complainant stated a pt broke the left foot siderail which prevented the rail from latching.

Manufacturer narrative:
Repairs have not been completed. A follow up report will be sent once the customer discloses their investigation.